Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a low battery alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) troubleshot over the phone with the customer. The customer stated that they thought that the iabp unit had not been plugged in prior to use. After the iabp unit was plugged in, the batteries were able to be fully charged, and the iabp unit had performed as it should. Additionally, the iabp unit was able to function on the batteries per factory specifications. The customer verified that the iabp unit was functioning properly via phone conversation. The stm noted that the reported issue had occurred due to user error. The iabp unit was released to the customer, and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a low battery alarm. There was no patient harm, and no adverse event was reported.